Manufacturer narrative:
(B)(6).

Event description:
It was reported that a non-sustained lead noise for post-paced t-wave oversensing was observed via merlin.net transmission. Patient was asymptomatic. Programming changes were made to device. The device remains implanted.